Event description:
It was reported that this right ventricular (rv) lead was suspected of oversensing noise. No programming changes were made at this time. This ra lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).